Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: beds, mattresses, rails. Junction box, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for the (B)(4) way control box of producing a spark or arc which would lead to electrical shock. Also, testing the connectivity from the ground prong of the iec male power connector to each of the four pins of the molex female motor connectors and the printed circuit board showed that there was no continuity between ground and hot circuits. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation. User¿s manual review (1123842 rev. H, page 11) warning - to reduce the risk of burns, fire, electric shock, or injury to persons: unplug from the outlet before servicing.

Event description:
Per reporter the nurse stated that one of the patients beds stopped working. When checking the connections, she received an electrical shock at the control box. No other information provided.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed. User¿s manual review ((B)(4)) warning - to reduce the risk of burns, fire, electric shock, or injury to persons: unplug from the outlet before servicing.

Event description:
Per reporter the nurse stated that one of the patients beds stopped working. When checking the connections, she received an electrical shock at the control box. No other information provided.